Event description:
A theatre manager reported that during a phacoemulsification procedure, the infusion shut off during the sculpting phase leading to immediate loss of the anterior chamber. The reporter described a progressive loss of footswitch functions; it was not possible to change programs or control continuous infusion programmed on the right program button with side kick. It was also reported that there was no reflux. Per the reporter, the programs were reluctant to change on the front panel and several attempts were needed to shut the machine down. The current pt status is unk. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).